Event description:
The customer reported that a donor stated they had a burning feeling during the first return portion of the donation procedure. The customer paused the run to adjust the needle stick, but upon closer inspection she saw small bubbles in the return line. She then ended the procedure. She stated there were no issues/alarms during the loading/setup and no problems until the donor complaint. She stated their medical director advised the donor to sit for 30 minutes. The donor was showing no symptoms or further complaints, so she was then released to home and required no follow up care. Patient (donor) ID, age, and weight are not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a device malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: the run data filed was analyzed for this event. The analysis shows that there were two back-to-back 'return pressure high' alerts immediately (w/in 3 seconds) after the first return cycle started. Per the customer, the operator continued the run after receiving the initial 'return pressure high' alarms and then requested help from one of her co-workers to try and adjust the needle. During the adjustment, the bevel may have become exposed, and a small bubble was observed only when they pulled the needle. The terumo bct support specialist informed the customer that the bevel being exposed can cause air to be pulled into the blood line. The trima was used on a subsequent run without any problems. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The trima accel system operator¿s manual for use with versions 5.0 - 5.1 provide the following warnings and cautions:root cause: this disposable set was unavailable for specific root cause analysis. Rdf analysis and follow up discussion with the customer show that the root cause for air in the set and the donor discomfort are likely related to the operator adjusting the needle and exposing the bevel.